Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing.

Event description:
On 09/18/2024, it was reported by a sales representative via (B)(4) that (qty. 2) of a 5042-100 t10 driver was used with a torque limiting handle, yet the threads were bent, so they did not properly grip the screws. No pieces broke inside the patient. The case was completed successfully using a t10 driver from the 2.7 mini frag set without issues. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.